Manufacturer narrative:
Root cause: the root cause for the reported issue of an incorrect syringe volume detected was not determined because no products or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that syringe module registering incorrect volume in syringe. Example provided by clinician: when measuring milk to give to infant in nicu they draw up 28mls of milk in the syringe, however when placed in the module it detects 27.6mls. There was patient involvement but no harm. Although requested, additional information was not provided.